Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine (10.0 mg/ml at 1.301 mg/day) and bupivacaine (10.0 mg/ml at 1.301 mg/day) via an implantable pump for non-malignant pain, other non-malignant pain, and other chronic/intractable pain (trunk/limbs). A pump interrogation was performed on (B)(6) 2013, revealing a pump motor stall. The device diagnosis was pump motor stall. The event date was noted as (B)(6) 2013. There were no actions taken. The even resulted in an unscheduled clinic or office visit. The event was related to the device/therapy. The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2013. There were no reported symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the motor stall occurred at 13:40 and recovered at 14:14. The cause of the stall was not provided.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the motor stall was due to a MRI.